Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs successfully captured the needles during needle deployment. However, an incomplete blow-through occurred as the posterior cuff and its needle failed to eject from the posterior foot pocket. Because the posterior cuff was not ejected from the foot pocket, when the plunger was removed from the device the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link breaking at the anterior cuff and the suture not being present during plunger withdrawal, which appear very similar to a cuff miss. The needle shank was examined and there was no evidence of excessive loctite found on the shank. The plunger was deployed in a proxy device and the push mandrel travel was acceptable. The patient anatomical condition may have contributed to the reported experience, however, there was no information provided about the patient anatomy as a contributing factor. Therefore, the root cause for this event is undetermined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.